Event description:
It was reported that during a da vinci si colon resection procedure, the surgical staff noticed that the tip of the suction/irrigator instrument fell off and also fell into the patient. The tip of the instrument was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the issue that the tip of the instrument fell off. The instrument was found with snake wrist dislodged from the distal end. The missing tip that fell into patient was retrieved by site but was not returned with instrument. Engineering evaluation concluded that the damage was likely be due to excessive side loading or other type of mishandling. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint and verified that no patients were harmed or injured because of the reported issue. The initial reporter stated that no x-ray or CT scan was performed as result of the reported issue. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.